Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from a funeral home and the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 407452. The full lead was returned, analyzed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately ten months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.